Event description:
A patient reported loss of stimulation. The patient stated that he let the battery go dead a couple of days prior to date of report. The patient had been charging but could not get the handheld unit to work. Troubleshooting with the patient and programmer showed the patient to charge warning screen. The patient was charging during the call and stated he had been doing this for the past couple days and it was not advancing. The patient's implantable neurostimulator (ins) was about 1/4 charged. The patient was implanted 4 weeks prior to report. The patient reported the doctor looked over the incision site and said it looked healed. The patient stated he was still sore at the incision site, since implant. Additional information was received from the patient reporting that he met with manufacturer representative on (B)(6) 2016 and that everything was fine, including the soreness. The indication for implant was chronic low back pain and spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.